Manufacturer narrative:
The biosense webster field service engineer contacted the customer with regards to the reported incident. The customer does not feel that any of bwi equipment caused the patient injury. Service was declined. The system is ready for use. Concomitant products used during the procedure: cool flow irrigation pump. Model #: m-5491-02. (B)(4). Stockert rf generator. Model #:m-5463-01. (B)(4)

Manufacturer narrative:
(B)(4). The returned catheter was tested and passed the following tests: patency flow, cool flow pump, deflection, electrical, temperature and generator tests. Visual inspection test failed due to rocker arm is separated from the catheter, rocker and pulley arm has signs of correct ultrasonic welding. No deficiencies was noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed. However, rocker arm separated from the catheter by causes not related to the manufacturing process and this failure is not related to reported event.

Event description:
It was reported that following a right side atrial flutter ablation, the patient experienced hypotension. Ultrasound imaging was used to identify a pericardial effusion. Pericardiocentesis was performed. The patient was moved to ICU and was stable at the time of the call.